Event description:
It was reported that when trying to retrieve the electrogram (egm), an error message appeared that stated "invalid data received from pacemaker. Graph data not available." That egm data was no longer available and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).